Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump over-infused. While in the neonatal intensive care unit (nicu) a 32-week-old infant was started on total parenteral nutrition (tpn) at 16:00. The pump was programmed to run 300 ml of tpn at 9.7 ml/hour. The infusion was "double checked" by two nursing staff. The nurse reportedly checked the infusion every hours and titrated the infusion "accordingly"; which averaged around 9.2 ml/hour. The following day at 07:00 the pump alarmed "air in line" and the nurse observed the ¿entire bag was empty." Based on the medical team's calculations, 135 ml should have been infused in the 15 hours since the bag was hung; however, when the pump alarmed the entire 300 ml bag had infused. The patient's blood sugar had ¿increased¿ and the medical team was "able to get it under control". The medical intervention used to counteract hyperglycemia was not reported. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: b5: upon additional information, the expected infusion time was 24 hours; however, the infusion was completed in 15 hours. The expected volume to be infused was between 220.8ml and 232.8ml and the actual amount infused was approximately 250ml to 300ml. The tubing set was changed. H11: the event history log review showed on the day of the event started at 19:38:04 numerous ¿volume to be infused¿ (vtbi) edits occurred which added up to 169.4ml. The air in line alarm occurred the following day at 10:57:58 which was 3-4hrs after the time stated in the reported event. Subsequently the pump door was opened, the disposable was removed/reloaded, and tube load error occurred followed by downstream occlusion. Another attempt was made to load the disposable and another tube load error occurred and the device was powered off at 11:18:25. The device was not received for evaluation; therefore, the reported problem cannot be refuted. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.